Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of (B)(6) years old. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -14/1.5/93 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. It was noticed that the lens tore during injection. The lens was explanted on the same day. Attempts at obtaining addition information have been unsuccessful.

Manufacturer narrative:
Additional information: patient status is "in good condition". Returned product evaluation found lens returned in a micro centrifuge vial with moisture and residue on lens. Visual inspection found tears in the haptic and residue on lens. (B)(4).